Event description:
A malfunction alarm labeled as malf 16 was reported, with no notable events occurring prior to the malfunction. There was no reported impact on the customer¿s blood glucose level due to the malfunction. The customer was guided by technical support to switch to multiple daily injections to ensure continued insulin delivery. Technical support confirmed the issue could not be reset, arranged for a replacement pump, and instructed the customer on returning the faulty pump using a pre-paid label. The customer acknowledged the instructions and understood the process.